Manufacturer narrative:
A ge representative evaluated the system, and replaced the rui console and the power supply. System operates as intended.

Event description:
Customer reported, the c-arm will not rotate. No patient injury was reported.